Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product analysis indicates that the communicator power cord had an anomaly upon visual analysis. The communicator power brick was severed. The power brick was returned only. The power brick was broken in several locations. The returned power brick measured zero voltage upon testing.

Event description:
Boston scientific received information that the communicator power cord had an anomaly. Boston scientific company representative verified that the outlet portion of the communicator power cord was broken and the wire was observed to be burned. The company representative verified that there was no reported damage to any property. The company representative advised the patient for a power cord replacement. Additional information from the product analysis indicates that the allegation against the communicator power cord was confirmed. The communicator power brick was broken in several locations. Additional information also indicates that there was zero voltage upon testing on the power cord. The communicator remains in service. No adverse patient effects were reported.